Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due low blood glucose levels of 24 mg/dl. Customer stated that they mistakenly took two doses and the customer's potassium levels were noted to be high. Customer declined any troubleshooting. Customer's current blood glucose reading is 225 mg/dl. No further information reported.